Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during board level evaluation. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without verifying the report. Review of the device log and visual data, provided by the customer did observe the reported issue. The processor/bridge/pace board, ECG board, and defib-to-monitor flex cable were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.